Event description:
The pt reported, the infusion set tubing broke at the luer connection and the pt's blood glucose elevated to 450 mg/dl. The pt's normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.